Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning (anatomy), migration (partial clip movement), or device damaged by another device (caused damage). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning is related to a combination of challenging patient anatomy and procedural conditions (difficult anatomy and aorta hugger). A cause for the reported migration could not be conclusively determined. The device damaging another device is related to procedural conditions (interaction with implanted clip during positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and bilateral prolapse. A mitraclip xtw (50904r1113) was inserted. However, difficulties positioning the clip occurred due to an aortic hugger. It was noted that a lot of + and a knob was applied due to the aortic hugger, and therefore a lot of tension on the clip system occurred. The clip ultimately was implanted. The clip was noted to be stable on the leaflets. A second clip, a mitraclip xt (50430a1103) was then inserted, but the same issues that occurred with the first clip occurred with the second clip, resulting in a lot of tension on the clip system, and the second clip (50430a1103) interacted with the first clip (50904r1113), causing the first clip to tilt. The second clip (50430a1103) was then implanted, stabilizing the first clip. However, after the clip was deployed, the second clip was observed to tilt as well. The procedure was discontinued with no additional clips implanted. The mr was reduced to a grade of 1-2. There was no clinically significant delay in the procedure.